Event description:
A pt reported experiencing inaccurate erratic results with a surestep meter. The pt's blood glucose results were 27.8 and 7.6 mmol/l. Tests were done within 20 minutes. Pt did not experience any adverse events. No further info has been reported.